Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss. A new aus device consisting of a 4.0cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. Additional information states the balloon was found to be empty due to the leaking. The patient was fine following the surgery.